Event description:
The event is reported as: the customer alleges the cuff failed to inflate prior to use. There was no reported patient involvement or impact.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.